Event description:
Baxter catheter extension set has been packaged upside down for the past 1-2 months. When you open the package, you have to take the tubing out to attached saline syringe thereby potentially contaminating the cap. This has been noted in both surgical area as well as IV team.